Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an x-ray sponge. The customer states the gauze frayed in a pt's wound during surgery. The wound was irrigated using saline.